Event description:
During an endometriosis procedure, the device (harmonic ace curved shears) stopped working while dissecting/cutting tissue. Device was retested and still failed to operate. It was replaced by an identical unit that worked without problem. Staff noted that the tissue that was being cut was thick and tenacious - unknown if that factor contributed to the failure.